Event description:
It was reported that the batteries on the insulin pump were not lasting. Customer's most recent blood glucose reading was noted to be 46 mg/dl and has treated with glucose tablets and food. Customer stated that they do no receive a low battery alarm. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.